Event description:
It was reported that a physician obtained 7/limit/high readings when performing device diagnostics on a pt's device. The pt stated that she had ridden a roll coaster recently, however, it was not intense. She also stated that she had not able to perceive stimulation as much as she could in the past. There were no other reports of pt manipulation or trauma that could have caused the reported events. The pt has been referred to a surgeon to determine how to resolve the events. X-rays were received by the MFR for analysis and no cause for the reported events was identified, however, the entire portion of the lead was not visible so a lead break cannot be ruled out.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no anomalies observed. Device failure is suspected, but did not cause or contribute to a death or serious injury.